Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the reference number and the color coding block located on the flange is wearing off after being in used for less than two weeks. There was no patient injury.